Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the ultrasound stopped in the middle of a cataract extraction with intraocular lens implant procedure. The handpiece and cassette was exchanged but that did not resolve the issue. The case was not completed. It was also noted that the patient's intraocular pressure has increased. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: ¿the reporter informed that the equipment´s ultrasound stopped working in the middle of the surgery. The handpiece and cassette were replaced but the problem persisted. The case was subsequently cancelled. The patient had received peribulbar anesthesia. Direction for use (dfu) was confirmed to have been followed. Additional, related information was requested, but was not obtained. Anterior chamber stability is primarily influenced by the balance between influx of irrigating fluid and its efflux through the main corneal incision and side ports. The operator¿s manual includes warnings: if a handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This in turn, may cause a shallowing or collapsing of the anterior chamber. Use of non-alcon surgical reusable or disposable I/a handpieces that do not meet alcon surgical specifications, or use of an alcon handpiece not specified for use with the laureate system, may result in a fluidic imbalance. This in turn, may cause a shallowing or collapsing of the anterior chamber. Adjusting aspiration rates or vacuum limits above the preset values, or lowering the IV pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. When filling handpiece test chamber, if stream of fluid is weak or absent, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. When using bimanual procedure, ensure irrigation handpiece and settings have sufficient flow characteristics. Use of irrigation handpieces or settings with insufficient flow characteristics may result in a fluidic imbalance and may cause shallowing or collapsing of the anterior chamber. As the patient¿s medical or ocular history were not provided, it is unknown if the patient had preexisting comorbidity that would predispose chamber instability or intraoperative floppy iris syndrome (ifis).¿ the system was examined and the reported event was not replicated. However, the contacts were cleaned as part of the preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 6, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event(s) cannot be determined conclusively (B)(4).